Event description:
The customer stated that he received a new carton containing 2 bottles of test strips. When he opened the carton, he found the caps were open on both bottles of strips. No adverse events were alleged. The test strips were returned for evaluation, as exposure to moisture can cause high test results. Replacement test strips were sent to the customer.

Manufacturer narrative:
The qa lab found the returned test strips to read an average of 38 mg/dl high, out of spec. Performance was satisfactory using iqa retention reagent.